Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting elite treatment to the stomach using the coolsculpting system curve 240 applicator and may have developed paradoxical adipose hyperplasia. The clinician described the treated area as being larger since the treatment. The patient first noticed symptoms approximately 1 month after treament.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting elite treatment to the abdomen on (B)(6) 2021 and (B)(6) 2022 using the curve 240 applicator and may have developed paradoxical hyperplasia (ph).

Manufacturer narrative:
Correcte data: b5, d1, and e1.